Event description:
Iabp was placed at an outside facility. Patient was transferred to this hospital for further interventional treatment. Pci angioplasty conducted. Two stents placed successfully. Attempted to remove the balloon pump but the distal tip would not come through the femoral artery. Able to remove after dilatation of the entry point which resulted in significant bleeding. Sheering of the device noted.